Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. During the procedure, the 2.75x38mm xience sierra stent delivery system (sds) was noted to have a broken shaft which was separated in two pieces. There was no resistance during advancement and withdrawal. However, no part of the sds was left in the patient. The separated piece was in the guiding catheter which was removed altogether. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.